Manufacturer narrative:
The technician found that the casters were out of adjustment. He replaced the casters and adjusted the brake to repair the bed.

Event description:
Info received indicates when the brakes were engaged the casters would still roll.